Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found a cracked top case and plunger case. The event history log was unable to be reviewed due to the blank screen. Functional testing was able to duplicate the reported problem. It was determined that the main pcb was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed, as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported that syringe pump keeps beeping and screen remains blank despite replacing battery, powering on and off multiple times. There was unknown patient involvement, and unknown harm/adverse event was reported.